Manufacturer narrative:
Other devices listed in this report: cat # unk, lot # unk, description: unknown head. Cat # unk, lot # unk, description: unknown cable. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported that surgeon revised patient's left hip due to pain and infection. Surgeon revised head, liner and cable and implanted an antibiotic spacer.